Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08469 was provided in sections b2, b5, h1, and h6.

Event description:
It was reported patient coded and expired while on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported at the end of the procedure, the impella leg had dye shot down through and the re-access port showed very slow flow. Fem-fem bypass inserted, good blood flow after 2nd shot down leg. During support, a hematoma was noted, 2u packed red blood cells (prbc) were administered. A computer tomography (CT) scan confirmed an embolic stroke.